Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The customer reported skin inflammation/ irritation, pain, infection which did not require treatment. The event involved product(s) mmt-1886. Change sensor/sensor updating/sg value not available/calibration not accepted t/s per dop114-980. Customer reports receiving a sensor updating/sg value not available alert.sensor signal not found/cannot find sensor signal/lost sensor/loss of communication t/s per dop114-980. Customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed to pump. Led light blinked when connected to the sensor.bent sensor troubleshooting per dop114-980. Customer reported a bent sensor (not a slight bend/curve). Site issues per dop114-980. Customer reported an issue with the insertion site.auto mode/smartguard - unable to enter auto basal (guardian sensor 3) t/s per dop114-980 cust is requesting assistance with entering auto basal. Auto mode readiness/smartguard checklist screen is missing a checkmark next to "sensor not ready". No further patient complications were reported. No product return is required for mmt-1886.